Manufacturer narrative:
The investigation could not determine a specific root cause as no raw data (reaction kinetics) were provided. A general instrument or reagent issue was not suspected as the qc data was within the specified ranges prior to the affected run and a precision check was within the specified ranges. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable cholesterol and triglyceride results for one patient sample. Of the data provided, only the triglyceride results were discrepant. The initial result was 300 mg/dl. The repeat result from cobas c501 analyzer serial number (B)(4) was 405 mg/dl with a data flag and was considered to be correct. The initial results were reported outside the laboratory. The patient was not adversely affected. The triglyceride reagent lot number was 65827701 with an expiration date of 02/28/2013. The field service representative could not find a cause. He performed a precision study on the analyzer with values within the expected range. He verified the analyzer was operating to specifications.